Manufacturer narrative:
Continuation of d10: product ID a810 serial# unknown product type software product ID 8781 serial# unknown product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: a810, serial/lot #: unknown, product ID: 8781, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a foreign healthcare provider (hcp) via a company representative (rep) regarding an external device. It was reported that a system error code 0x563329d9 on the tablet. The error code appeared during the update about halfway through. There were no environmental/external/patient factors that may have led or contributed to the issue. The pump was interrogated with another tablet. With a second tablet and communicator: it showed that one part had already been updated and the previous one had stuck during the prime. The screen indicated: pump volume 19.8 ml (originally 20 ml). It was only possible to continue the update if something was changed. They had added a dot after the patient's initial and that was enough to continue with the update. The issue was resolved at time of report. The software version was unknown. Additional information received from a foreign healthcare provider (hcp) via a company representative (rep) on 2024-apr-22. It was reported that during a new insertion of an 8781 catheter, it did not go completely smoothly (didn't get liquor). They then decided to open revision kit 8782 for a new spinal segment and they found out that the lengths didn't match and on the box they couldn't find the right info. Then, during programming, they received the following error message/system error (0x563329d9) for which there was no good explanation. It was further reported that the pump seemed to have stopped, in their eyes, while priming. It was further reported that the error code was identified while updating, at the beginning and was reported that the connection was 100% expired. They were able to interrogate with the old model of a second tablet. The medication in the pump was not reported. No further information was reported.

Manufacturer narrative:
Concomitant medical product: product ID 8782 lot# 0225198398 product type catheter product ID 8781 lot# 0228297222 implanted: (B)(6) 2024 ubd: 2026-01-14, UDI#: (B)(4). Product type catheter product ID a810 lot# / serial# unknown, software version: 2.0.1460 product type software medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider via a company representative. The clinician programmer synchromed software application being used at the time the system error code 0x563329d9 was version 2.0.1460. Regarding the report of having decided to open revision kit (8782) for new spinal segment and then they found out that the lengths didn't match and on the box they couldn't find the right info, it was indicated that there was no device issue, patient/therapy issue, procedure issue, etc. It was further noted that this had to do with selecting the right catheter length on the clinician programmer, and length of the catheter is not described on the box. It was further clarified that the length had to do with the clinician programmer and not with the box. The model 8782 catheter was not implanted and would not be returned to the manufacturer. The system error code 0x563329d9 had prevented the pump from priming. It was not confirmed that the pump stopped during priming. The cause of the pump stopping was regarding the update not having been possible due to the error and another programming tablet was therefore used in this case. The pump was interrogated on 2024-apr-17. The pump did not stop, and an update was not possible due to system error. The reason for the inability to get liquor (cerebrospinal fluid) back regarding insertion of the model 8781 catheter was unknown. The model 8781 c atheter was implanted on (B)(6) 2024.